Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough ns floppy 014, guide catheter: launcher eb35 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the trek balloon broke in the patient arm. No additional information was provided.

Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. Device codes: 1528 not labeled ,2017 labeled, 1104 not labeled. Internal file number - (B)(4). Correction: device code 1069 removed. Device code 2017: against resistance. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), trek rx, global, instruction for use (IFU), stated: if resistance is felt, determine the cause before proceeding. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guiding catheter. The reported balloon separation appears to be related to user error and operational contexts as force was required given the clinical situation of the difficulty removing the device. In this case, it is likely that the combination of the reported use of excessive force and the reported difficulty removing the device from the guiding catheter likely contributed to the reported balloon separation and noted inner member separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Return device analysis revealed that the balloon was separated 9 mm distal to the proximal balloon seal. The inner member was separated 1.2 cm proximal to the proximal balloon seal and was jagged at the separation. The separated distal portion of the balloon, inner member along with the distal tip were not returned. Follow up with the account reported that there was resistance during withdrawal of the trek balloon catheter with the guiding catheter. Reportedly, force was applied during withdrawal of the device and distal end of the balloon catheter separated inside the guiding catheter. The balloon catheter including the separated portion were retrieved from the guiding catheter. The account confirmed there was no portion of the separated balloon, inner member along and distal tip left in the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.